Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: not indicated event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Two similar events occurred at the same facility. Related complaints are (b(4). Nurse reported that 2 retrieval systems broke and they had to use a different product. No patient injury. No response from customer after 3 attempts so expect product to not return. Original email received from customer relations on (B)(6) 2023 contained information between [name] and [name] at [facility] that was not included in complaint's event description. "I have a supply that the room reported the bag breaking twice." Intervention: used a different product to complete the case patient status: no patient injury.